Manufacturer narrative:
The product was unavailable for return. Therefore, an eval of device performance was not possible. A review of the manufacturing records showed no anomalies. All of our catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that device leakage was discovered pre=operatively. According to the report, the device was changed to complete the operation. No impact to the pt was reported.